Manufacturer narrative:
Occupation - other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
During a procedure performed on (B)(6) 2018 while placing the second screw to secure the cage the tip of the self-retaining driver (37-in-0060) broke off. The surgeon was able to suction the tip from the screw head and the procedure was competed utilizing another driver readily available in the set. There was a delay of approximately five minutes with no patient injury.

Manufacturer narrative:
Evaluation - one broken driver was examined with the aid of a 5x loop. The driver is fractured in the area of the t8 drive feature. The tip was not returned. The fracture is non-planar but mainly perpendicular the drive axis. The design is of the outdated split tip design configuration. Review of device history record (ir14-0678) found 31 pieces of lot 3200mm were received from supplier, medical machining, and released for distribution on 6/6/2014 with no deviation or anomalies. The need for corrective action was not indicated as this instrument was manufactured to a split tip design which has subsequently been updated to incorporate a solid tip. Complaint history review did not identify a trend for reports of this nature for drivers manufactured to the non-split design.

Event description:
During a procedure performed on (B)(6) 2018, while placing the second screw to secure the cage, the tip of the self-retaining driver (37-in-0060) broke off. The surgeon was able to suction the tip from the screw head and the procedure was completed utilizing another driver readily available in the set. There was a delay of approximately five minutes with no patient injury.

Manufacturer narrative:
D4 - lot # corrected. H4 device manufacture date corrected. H3 device evaluation - h3 device evaluation - the returned driver, 39-sp-0700, was visually examined with the aid of a 5x loop. The tip is sheared off and was not returned with the complaint product. The fracture is planar and perpendicular to the drive shaft. This is consistent with prior failures documented and previously addressed. A new driver design/part number is replacing this driver. No further corrective actions are recommended. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2018-00070-2 / 00071-2).

Event description:
During a procedure performed on (B)(6), 2018 the surgeon tapped with 5.5, 6.5 & 7.5 taps and upon attempted insertion of the 7.5 x 40mm reform pedicle screw the tip of two polyaxial drivers broke. The doctor was able to remove the tips and the procedure was completed utilizing another driver readily available. There was no harm to the patient and no delay to the procedure.